Event description:
The customer reports that the doctor found swg (spring wire guide) kinked prior to use on patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide, catheter, an ars with introducer needle, lidstock and dilator for evaluation. Visual examination of the guide wire revealed one distinct kink near the middle of the body. The distal j-bend had also been straightened out. Both the distal and proximal weld appears to be full and spherical. No other defects or anomalies were observed on the other returned components. The guide wire and catheter show signs of use which goes against the customer's description of guide wire appeared kinked prior to use. The kink in the guide wire measured 280mm. The guide wire was able to pass through the catheter the ars and introducer needle with minimal resistance. A manual tug test confirmed the weld was fully intact. A DHR review was completed with no relevant findings. The IFU provided with the kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The IFU also cautions, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The report of a spring wire guide kinking in the package was not confirmed through complaint investigation as biological material was discovered on the guide wire body. Visual examination revealed a single kink in the middle of the guide wire body, which would be protected by the protective hoop during shipment. Although the customer stated in the complaint description that the defect was identified "prior to use" evidence of use was observed on the returned sample. All relevant functional and dimensional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found swg (spring wire guide) kinked prior to use on patient.